Manufacturer narrative:
Reference medwatch MFR #: 2916596-2017-02182 for the previous report of driveline issues. Reference medwatch MFR #: 2916596-2018-02740 for the report of the patient's admission. Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that there was a previous issue with the percutaneous lead (driveline). The patient was admitted to the hospital without any equipment, and the pump was inadvertently connected to the incorrect patient cable, which caused pump stoppage events. The pump was connected to the correct patient cable and the patient recovered. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. Although the reported pump stoppage was confirmed via the submitted system controller log file, the cause could not be conclusively determined. Intermittent low speed advisories and pump stops were captured throughout the log file. The events only occurred when the system was operating on the power module. Based on previous complaint experience, the captured events appeared consistent with a potential driveline issue. The patient has a previously noted short to shield. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The patient remains ongoing on heartmate ii lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.